Event description:
Customer reported that the battery corroded while in the pump. Customer states that they are unsure about how the corrosion occurred. The blood glucose reading is 247 mg/dl. Nothing further reported.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, off no power, weak battery, battery out of limit or battery indicator anomaly noted, however corroded battery tube was noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.